Event description:
Customer reportedly received result of lo (less than 10 mg/dl) and result in the 150's (mg/dl) within 10 minutes on the advantage system. Later that day, she received result of hi (greater then 600 mg/dl) and result of 107 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.